Event description:
Customer reported experiencing high blood glucose of 400 mg/dl. Customer the high blood glucose was caused because she forgot to bolus. Customer also reported having issues with sensor stating the insulin pump kept alarming button error. Troubleshooting was performed. Customer was advised of proper sensor insertion and calibration techniques. No further information reported.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed bicarbonate buffer test. Sensor passed per specification with accurate readings. Also found sensor's cannula bent however, the sensor was returned opened/used therefore, unable to determine if customer received sensor in such condition.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.